Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads. Device also had scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a damaged drive support cap. The reporter does not know how this occured. Insulin pump was replaced. Nothing further reported.